Event description:
Caller states that two patients received the following readings on an inform meter within 10 minutes: 557 mg/dl, 221 mg/dl (patient b) and 405 mg/dl, 325 mg/dl (patient a). No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4)